Event description:
Affiliate reported that fluid did not flow through the device and needed to be replaced. It was also noted that the device tested positive for (B)(6) when removed.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.